Event description:
Healthcare professional reported "rupture" against an unknown side record. The device was explanted.

Manufacturer narrative:
Continued: E.1. Zip Code: (b)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Rupture.